Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test and prime/compromised force sensor system test. The unit was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit had minor scratches on the lcd window, a cracked reservoir tube lip, a scratched reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
The customer called to report that the insulin pump alarmed motor error several times. The customer tried changing the infusion set, disconnecting and reconnecting, and replacing the battery to no avail. The customer stated that the insulin pump kept asking for the customer to rewind, and then the device would be fine; but customer already rewound more than 3 times. The customer's blood glucose reading was unknown at the time of call, but he did report a 170 mg/dl blood glucose reading when one of the motor error alarms occurred. The customer was advised to discontinue the device, and revert to a back-up plan. The customer was advised that the device would be replaced and to return his device back for analysis.

Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been privided in this report.